Manufacturer narrative:
Updated: b5, d8, h2, h3, h4, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. The customers¿ reportable event was confirmed. Based on the results of the investigation, it is most likely the reported phenomenon occurred is reasonably known suggesting damage or deterioration of parts, electrical issues, environmental temperature issues, maintenance issues, or some form of stress. The most probable cause of this complaint is anticipated or random component failure, rather than a design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.

Event description:
It was reported that the rhino-laryngofiberscope exhibited black flecks noted in the tray after cleaning. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.